Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported a trunk-ipsilateral leg component was advanced and deployed from the left side, followed by an iliac extender component (pxl161207j/15579242) being implanted in the right side through a 12-fr gore® dryseal sheath with hydrophilic coating (dsl1228j/15047003). Touch-up ballooning was performed (manufacturer information of a balloon catheter is unknown), and the patient¿s blood pressure dropped by approximately 30mmhg. An angiography was run, revealing that the right external iliac artery was ruptured. The rupture site was around the right iliac bifurcation where the distal end of the iliac extender component was implanted. Additionally, it was reported by the physician that ballooning or advancement of the sheath may have caused or contributed to the iliac artery rupture. Another iliac extender component was implanted to repair the rupture, and the rupture site was also embolized with n-butyl-2-cyanoacrylate (nbca). Final angiography was run, revealing a small contrast leakage from the rupture site, but the physician elected to monitor the patient and complete the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size and disease state (including calcification) is required to ensure successful sheath introduction. If the vessel size is smaller than the introducer sheath outer diameter (5.0 mm for a 12 fr sheath), then vessel damage may result. (B)(4).